Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an acl (anterior cruciate ligament) procedure, three blades broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.